Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/ confirmed the customer reported complaint. Fa found the primary failure of the broken conductor wire at the distal end to be related to the customer reported complaint. The force bipolar instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage on near the wire breakage or damage to the conductor wire insulation were observed. The root cause of this failure is attributed to a component failure. Additional observation not reported by site was also identified: the force bipolar instrument was found to have thermal damage on the molded insulator. The root cause of this failure is attributed to mishandling/misuse. No image or video of the last procedure was provided for review. A review of the instrument log for the force bipolar (part number 471405-06/ lot number k10220328-0386) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 4 uses remaining after the last procedural use. This complaint is reportable malfunction event based on the failure analysis findings. The force bipolar instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy- benign surgical procedure, the force bipolar instrument was not firing the bipolar energy. The customer confirmed that the bipolar energy cord was already being replaced and the customer had tried both bipolar ports as well. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to reboot the integrated electrosurgical unit (iesu/erbe), still the issue persisted. An isi tse suggested the customer to confirm if the force bipolar instrument is faulty and it could be confirmed by using the force triad energy source or another bipolar energy instrument. The customer confirmed that the force bipolar instrument had a firing issue. The customer replaced the instrument with maryland bipolar forceps instrument and the issue was resolved. The procedure was completed with no reported injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Isi followed up with the initial reporter and the reporter was unable to provide additional information.